Manufacturer narrative:
Initial report sent: 09/02/2008.

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon clamped down the device and upon firing, it tore tissue through the cerosa muscle. This occurred at the distal end on the rectum side of the colon. The anastomosis, staple line and donuts, was complete but the surgeon applied approximately six sutures to repair the tear. No leaks and no abnormal bleeding were noted but surgery time was extended by thirty minutes as a result.